Event description:
Customer reports the following: "per fk pharmacy services clinical liaison: the nurse was unable to get the tubing to "prime" after the "air bubbles" screen. I went in to troubleshoot and I, too, was able to get this to work until I switched out the tubing. Per clinical pharmacy services liaison customer was trying to use a blood set to infuse 3% sodium chloride. Kept running into air-in-line issues. Claimed the prime/bolus feature did not work. Issues could have been the second line was not completely closed, allowing air to seep in. Ended up taking out pf pump and manually prime to resolve issue." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was not reviewed because sn was not provided. Device history log was not reviewed because sn was not provided. Base on received information, the root cause could likely be due to misuse (an alarm situation due to the infused product and/or infusion conditions), but since we haven't received anything for investigation, the reported event is not confirmed and the root cause remains unknown. CAPA were opened for defective air sensor but as this event is not confirmed it cannot be directly linked to it. This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.